Manufacturer narrative:
Evaluation summary. (B)(4). It was reported that during an atrial fibrillation (afib) procedure a tamponade occurred following the 6th ablation which was confirmed by a soundstar and also confirmed by echo. The patient's blood pressure dropped. The drainage was not performed. The pericardial effusion was confirmed at the cardiac apex and floor area. The returned device involved was visually inspected and was found in normal condition. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a deflection test was performed and the catheter passed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error message was displayed and the catheter was properly visualized. Eeprom data demonstrated the catheter was properly calibrated during manufacturing. Irrigation test was performed and the catheter failed. Catheter was then dissected and the irrigation tubing was found broken. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed irrigation test due to broken irrigation tubing. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Concomitant bwi products used during the procedure: carto 3 system: model #: fg-5400-00m, serial #: (B)(4). Cool flow irrigation pump: model #: m-5491-01, serial #: (B)(4). Ez steer thermocool nav 4mm catheter (device was discarded by the customer/ not returned for investigation): model #: d-1292-01-s, lot #.: 15719011m. (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) procedure, a tamponade occurred. The physician's attempt to keep intravenous line via right femoral approach took 2.5 hours because the patient's narrow vein lay just under the artery. Sound merge brockenbrough was completed then the first navistar tc catheter (lot#15719011m) and ln222515ct approached the left atrium. Approximately 3 hours late isolation of left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv) was started. The pulmonary vein potential (pvp) had disappeared and isolation was completed. After the fourth ablation some irrigation problem was encountered. Therefore the physician changed the first navistar catheter to the 2nd one. The 2nd navistar thermocool catheter (lot# 1719010m) was used to continue ablation. Ablation on the roof of right superior pulmonary vein (rspv) was performed. Following the 6th ablation pericardial effusion was confirmed by a soundstar and was also confirmed by echo. The patient's blood pressure dropped. The drainage was not performed. A medicine (unknown the details) was only administered for the patient for a follow-up. As pvp had already disappeared the procedure was ended. The patient's condition was stable. The physician commented that the ablation on left atrium roof might have caused tamponade. The pericardial effusion was confirmed at the cardiac apex and floor area. Several non-bwi devices were also used in the procedure, namely svc-hra-cs catheter (manufactured by jll), his-rv catheter (manufactured by sjm), sheath (manufactured by sjm), sensitherm (manufactured by sjm). The ablation parameters were set to rf delivery ranging between 20-25 watts, irrigation of catheter flow at 60 ml/min. It is unknown what generator setting mode was.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. (B)(4).